Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump exhibited cassette not attached alarm.

Manufacturer narrative:
Device evaluation: one device was returned and visual inspection revealed labels removed, housing cracked. Upon inspection, customer problem was duplicated. When attached cassette found cassette not attached properly. Reattached cassette alarming. Replaced downstream sensor.

Event description:
Issue found during testing? No patient incident.